Event description:
The patient contacted animas on (B)(6) 2012 reporting that the date and time was wrong every time they looked in the log. There is no additional information available at this time. This report is made based on the allegation of the history/settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: the black box indicates a time and date reset in within 04 minutes of powering off the pump. Pump was exercised for 24 hours on a 1 unit per hour basal program to ensure the bt1 component was fully charged. After 24 hours the battery was removed for 6 hours. Bench testing confirmed when the battery was reinserted after 6 hours without power the time and date reset to 12:00 am (B)(4) 2007. To further investigate the pump cover was removed; a visible inspection confirmed the internal battery (bt1) was leaking. Unrelated to this complaint, the display screen has a faded pinkish contrast when powering to the verify screen. The pump cover was removed and a test screen was inserted. The pump then booted to the verify screen with a normal contrast using the test screen.